Event description:
A falsely elevated ctni result of 36.7 ng/ml was obtained on a pt sample. A second result from running in duplicate obtained 0.06 ng/ml. The elevated result was questioned by the physician. The same speciment was retested on a different analyzer and a ctni results of 0.08 ng/ml was obtained. Pt treatment was not prescribed or altered. There was no report of adverse health consequence as a result of the reported falsely elevated ctni result. Analysis of instrument data indicated a problem with the hm mixers and wash probe alignment.